Event description:
It was reported that during a stenting treatment procedure to place a carotid wallstent monorail in the subclavian, deployment difficulties were encountered. The carotid wallstent monorail stent was introduced through a 6fr 90 cm sheath without any resistance. The carotid wallstent monorail stent passed easily through the stenosis, however, when the physician wanted to deploy the stent nothing happened. Upon removal of the entire system, it was noted that the system was partially broken. No patient injuries or complications were reported.